Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, balloon removal difficulties occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in the severely calcified and moderately tortuous obtuse marginal (om) coronary arteries. Rotational atherectomy was performed followed by lesion dilatation with another manufacturer's 2.00mm balloon catheter. The 2.75mm x 10mm flextome monorail cutting balloon was advanced to the lesion and inflated twice to 8atms. Upon attempting to withdraw the cutting balloon, slight resistance was encountered; the balloon was trapped in the severely calcified lesion. Another manufacturer's guide wire was advanced to the lesion and the lesion was dilated with an unspecified 2.00mm balloon catheter. The cutting balloon was removed from the patient intact without incident. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, balloon removal difficulties occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in the severely calcified and moderately tortuous obtuse marginal (om) coronary arteries. Rotational atherectomy was performed followed by lesion dilatation with another manufacturer¿s 2.00mm balloon catheter. The 2.75mm x 10mm flextome monorail cutting balloon was advanced to the lesion and inflated twice to 8atms. Upon attempting to withdraw the cutting balloon, slight resistance was encountered; the balloon was trapped in the severely calcified lesion. Another manufacturer¿s guide wire was advanced to the lesion and the lesion was dilated with an unspecified 2.00mm balloon catheter. The cutting balloon was removed from the patient intact without incident. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient¿s status was reported as ¿good.¿

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed evidence of the balloon being inflated and blood in the shaft. The midshaft was stretched 2mm at the rapid exchange (rx) bond and damaged along the length of the catheter. Microscopic examination of the device revealed no issues with the proximal bond. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) and a balloon leak was noted. Further visual and microscopic examination of the balloon material revealed a pinhole leak 2mm from the proximal end of the blades. In addition a blade mark was evident at the leak area. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).